Event description:
It was reported that the right ventricular (rv) lead was attempted but not used during the implant procedure. The lead was fixed to the target position; however, the lead exhibited high thresholds. The physician removed the lead and the lead helix would not properly retract. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned for analysis. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.